Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information. The mitraclip ntr is currently not commercially available in the us; however, it is similar to a device sold in the us.

Event description:
This is filed to report the sleeve steering issue on the clip delivery system. It was reported that this was a mitraclip procedure to treat grade 4 functional mitral regurgitation (mr). The m [medial] knob on the first clip delivery system (cds) did not work right. When the m knob was turned, the sleeve only moved half of the expected distance. Because the sleeve only moved half of the expected distance, the clip was unable to reach the intended location on the mitral valve. The cds was easily removed from the anatomy. A new cds was successfully used. Mr was reduced to grade 1 to 2 with two mitraclips. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the returned device analysis was performed, but was unable to confirm the reported sleeve steering issue; the steerable sleeve functioned as intended. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Review of the complaint history identified no similar incidents reported from this lot. A definitive cause for the sleeve steering issue could not be confirmed. The reported failure to advance could not be testing during returned device analysis as it appears to be due to procedural circumstances/sleeve steering issue. There is no indication of a product quality issue with respect to manufacture, design or labeling.